Event description:
It was reported that solution was leaking from the cassette during the prime phase on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with three cracks noted on the cassette. The simulated therapy was ran with the device and a leak was noted. The reported problem was confirmed due to the cracks in the cassette. Should additional relevant information become available, a supplemental report will be submitted